Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device approached the root of internal mesenteric artery. When the trigger was grasped, the tissue was moved forward. The device was removed from the patient and the trigger was grasped once. The doctor felt that the trigger was a little hard to grasp, but the device was used for the patient again. When the device was fired, the trigger was hard and the jaw became not to open with an abnormal sound. The device was released by returning the trigger to the home position by hand. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.